Event description:
The following has been reported: non-stop pump problem alarm. A preliminary review of the device log files could not be performed. The device was returned for evaluation. Upon return, the device started up with a state 1 alarm and mock infusion was unable to be performed. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering test pneumatic assembly and unit passed recharge test. The lever boot is damaged due to being torn. Fva pins are showing drag. The fva pins will need to be cleaned and lip seals replaced. The air compressor and lever boot will be removed and replaced during the repair process before being sent to the test line for full functional testing. Reporting as a conservative measure due to the air compressor issue identified during investigation. No adverse effects were reported.